Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (abnormal uterine bleeding) and pelvic adhesions (dense adhesions and scarring) and was found to have uterine leiomyoma (fibroid uterus). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, uterine leiomyoma and pelvic adhesions outcome was unknown. The reporter provided no causality assessment for pelvic pain, uterine haemorrhage and uterine leiomyoma with essure. The reporter considered pelvic adhesions to be related to essure. The reporter commented: removal details: dense adhesions and scarring from prior surgical procedures. Final diagnosis: unremarkable. Endometrium: the endometrial surface appears largely denuded and covered by fibrinous exudate. The endometrium shows weakly proliferative activity. Myometrium: adenomyosis was noted, multiple leiomyoma's, left fallopian tube (resection) : the fallopian tube, examined in its entirety, is benign and unremarkable. Right fallopian tube (resection) : the fallopian tube, examined in its entirety, was benign and unremarkable. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain, uterine hemorrhage and uterine leiomyoma". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received new event dense adhesions and scarring were added. New reporter were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for pelvic pain, uterine haemorrhage and uterine leiomyoma with essure. The reporter commented: removal details: dense adhesions and scarring from prior surgical procedures. Final diagnosis: unremarkable. Endometrium: the endometrial surface appears largely denuded and covered by fibrinous exudate. The endometrium shows weakly proliferative activity. Myometrium: - adenomyosis was noted. - multiple leiomyoma's. Left fallopian tube (resection) : - the fallopian tube, examined in its entirety, is benign and unremarkable. Right fallopian tube (resection) : the fallopian tube, examined in its entirety, was benign and unremarkable. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain, uterine hemorrhage and uterine leiomyoma". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for pelvic pain, uterine haemorrhage and uterine leiomyoma with essure. The reporter commented: removal details: dense adhesions and scarring from prior surgical procedures. Final diagnosis: unremarkable. Endometrium: the endometrial surface appears largely denuded and covered by fibrinous exudate. The endometrium shows weakly proliferative activity. Myometrium: adenomyosis was noted. Multiple leiomyoma's. Left fallopian tube (resection) : the fallopian tube, examined in its entirety, is benign and unremarkable. Right fallopian tube (resection): the fallopian tube, examined in its entirety, was benign and unremarkable. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain, uterine hemorrhage and uterine leiomyoma". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.